Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. The pump was received with minor scratched lcd window, cracked select button keypad overlay and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of audio/vibrate anomaly/ absence of alarm and damage on the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump had likely gotten bumped while the customer was in the snow. The customer stated that the pump beeped constantly. The product was returned for analysis.